Event description:
The customer reported that the fluoro images sometimes suddenly stopped and they were receiving an interlock failure error message. Also all functions would freeze.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the communication error at the monoblock controller pcb and monoblock generator. The system software version was old, he changed the parts. The system operates as intended.